Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 experienced a infection and irritation around insertion site. Patient sought medical advice and md gave patient oral antibiotics. Md diagnosed a infection. At the time of the call, the site in question is in fine condition. No further medical intervention was required.